Event description:
A 1.6 mm guide wire (material 316l) broke during procedure. Surgeon elected to leave wire end in pt (approx 18 - 20 mm) rather than attempt to remove. Surgeon was placing bone plate over guide wire at time of wire fracture.